Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection revealed that the lens was cut in pieces. The condition observed is consistent with a lens that has been handled for surgical use and/or removed from a patient's eye. The customer's reported complaint could not be verified due to the condition of the returned lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the device for particles, material deposits, damage, or other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens was implanted using the preloaded insertion system, model pcb00, the surgeon noticed a scratch on the lens. The lens was removed during the same surgery and replaced with the same lens model and diopter size. There was no patient post-op injury, no incision enlargement, or no vitrectomy performed. The lens was returned for evaluation. No additional information was provided.